Event description:
Reporter indicated a vns programming handheld would "freeze after interrogation check mark came up." Troubleshooting would temporarily resolve the issue. The handheld has been returned to the manufacturer and is pending product analysis.